Event description:
It was reported that customer was hospitalized due to low bg. Customer's family member stated that in bolus history it shows that the pump delivered 25 units several occasions. Checked bolus history and bolus wizard was used. Estimated total was 0.0 but 25 units were delivered. Advised family member that pt may be accidentally pushing down the arrow key and activating without knowing.